Event description:
According to the pt, an rfa was performed in 2002 on a cancerous lesion on the liver. The pt claims that the rfa damaged the diaphragm and the colon migrated through this hole in the diaphragm. Diaphragmatic hernia repair was performed in 2003. Pt noted that the hernia was located directly adjacent to the rfa site. Boston scientific personnel spoke to surgeon who indicated that this is a known complication of this procedure.